Event description:
It was reported that the physician determined a loss of signal had occurred with the patient's device, resulting in falsely recorded asystole events. There were no correlating symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.